Event description:
It was reported by the patient that he experienced high blood glucose levels due to infusion set fell off during use of one to two days on (B)(6) 2022 and was treated with correction injection via mdi (multiple daily injection).

Manufacturer narrative:
Initial 1 of 3. E1: establishment name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.